Manufacturer narrative:
Manufacturing site evaluation: samples received - 26 unopened pouches and 2 opened. Analysis and results: there is one previous complaint of this code-batch. There are no units in our stock. We have checked all samples received and we have found that 22 of the closed samples received have the correct product inside (safil violet 0 (3.5) 70cm hr37s). However, the other 4 closed samples received and the 2 open samples contain a different suture inside. The different suture has been characterized and has been identified as safil violet of usp 2/0 and 70 cm length with hr26 needle (equivalent code c1048042). Review of the batch manufacturing records showed that the most likely root-cause is that the operation of line clearance was not performed correctly in the needle attachment process. Probably, some sutures of the previous order that corresponds to safil violet 2/0 70cm with hr26 needle were wound and packed as safil violet 0 70 hr37s. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventative actions will be taken.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. During preparation for use, it was noted that the incorrect needle was inside the packet. Further information was not provided.